Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they experienced "muscle twitching" on their chest, clavicle area and back. It was noted that the right atrial (ra) lead exhibited undersensing and high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.